Event description:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and both pressure transducer printed circuit boards (pcb) were replaced and returned for further investigation. One of the pressure transducer circuit boards was found to have liquid damage during the visual inspection this pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits, which might lead to a ventilator malfunction. (There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.) The other pressure transducer circuit board was tested. Simulated use testing of the received pcb has not reproduced the described customer issue. Customer log files are not available to confirm or deny the date of event. A defect pressure transducer pcb may lead to a false measured pressure and a pressure that deviates from the set pressure parameters. If the measured pressure exceeds the user set alarm limit, this failure will be noticed by the user by generated high priority alarms and the safety valve will open. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer ref # (B)(4)